Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atypical flutter using an intellamap orion high resolution mapping catheter (orion) the patient experienced cardiac tamponade. During mapping the patient exhibited a drop in blood pressure. An echocardiogram was performed, and they confirmed cardiac tamponade. Pericardiocentesis was performed before the patient was transferred to surgery to close a perforation in the left atrial appendage. The procedure was not completed due to the interventions required for the patient complication, and it is not clear what device caused the perforation. The patient was admitted to the hospital following the surgery and recovery is still ongoing. It is unknown if the device will be returned for analysis.